Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device passed the delivery volume accuracy test. Device was received with minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. There was no data available due to insulin pump being received without a battery installed.

Event description:
Customer's spouse reported via phone call that the customer had a serious injury event on (B)(6) 2012. It was stated that the customer experienced high blood glucose and had a stroke. Blood glucose value at the time of the event was 700 mg/dl; spouse stated this was the last blood glucose reading but it could have been higher. The customer also suffered renal failure. Customer's spouse stated she was unsure if the stroke was caused by the high blood glucose. Customer's spouse reported that the customer passed away on (B)(6) 2013. Blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death. The customer had not used the meter or the insulin pump since the incident per doctor's orders. The insulin pump was returned for analysis.